Event description:
It was reported that prior to a lap sympathectomy procedure, the product did not work during testing, prior to use on the patient. Did not touch any metal instruments. Completed the procedure with electrocautery. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis found that the device was returned with the hook scratched and cracked. Due to the damage to the hook, it was confirmed that the device was non-functional. The identified hook damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: 'scratches on the blade may lead to premature blade failure.' The batch history records were reviewed with no anomalies noted during the manufacturing process.